Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of low amplitude noise had been seen in the clinic over the years on the right ventricular lead. Patient presented for device upgrade and during the change out the rv lead was capped and replaced on (B)(6) 2018. Patient was stable prior, during and post procedure.